Manufacturer narrative:
The device is being returned to (B)(4) for evaluation. Root cause is unknown at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the rod was unable to lengthen. As per reporter, when the rod was explanted the standard magec rod was tested with a manual distractor and was still functioning.